Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer was unable to provide a specific blood glucose (bg) level however indicated that bg was below 240 mg/dl. Reportedly, customer completed a supply change to address the occlusion alarms. The customer declined assistance from tandem technical support regarding the issue.